Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising / high thresholds. The lead was explanted and replaced. The replacement rv lead exhibited high / increasing impedance values as much the lead was not implanted and a different replacement lead was used instead. No patient complications have been reported as a result of this event.